Event description:
During coil embolization within the gastroduodenal artery, the fifth coil got stuck within the microcatheter at about 30cm from the tip. He exchanged the microcatheter and placed two more coils in the target lesion and the procedure was completed. There was no adverse consequence to the pt.